Event description:
Pt was having an endovascular abdominal aortic aneurysm repair and the proceduralist ran into difficulties with the pro-glide device. The device was removed and a cut down was preformed. Here is an excerpt from the op report: two pro-glide sutures were then placed in each groin at right angles to each other anticipating final closure using these. However, on the right side, the second suture pro-glide device was trapped. After multiple manipulations and advancing and twisting, we were unable to extract the device. Consequently the pt was given intravenous heparin and I performed a longitudinal incision and cut down to the access site for that device in that right common femoral artery. A suture was trapped on a shoulder of the device adjacent to the footplate the suture was cut and clamps were placed. We then used a standard access needle placed through the previous puncture site and passed a benson wire superiorly.